Event description:
A patient reportedly underwent a mr exam of the cervical spine on (B)(6) 2010. Prior to the exam, the technologist provided the patient with 29 nrr (noise reduction rating) earplugs and confirmed they were inserted correctly. The exam reportedly lasted 25 minutes and was completed without incident. When the technologist removed the patient from the magnet bore, the patient stated that she could not hear anything. At that time, the technologist confirmed that the patient still had her earplugs in. The earplugs were then removed. On (B)(6) 2010, the patient's daughter informed the user facility that her mother had experienced hearing loss. The daughter, who is reportedly a physician, did not state whether her mother suffered from any pre-existing hearing loss, whether hearing tests were completed after the mr exam, or whether any medical treatment was sought. There is no evidence of system malfunction. The system is designed to comply with iec and osha standards for acoustic limits and the working safety operator manual (B)(4) instructs sites to use hearing protection. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.